Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2021. On (B)(6) 2021, the treatment has been completed and foreign material was found to be adhered to the catheter when the physician removed the catheter. The physician suspect the foreign material was fibrin sheath. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6), 2021. On (B)(6), 2021, the treatment has been completed and foreign material was found to be adhered to the catheter when the physician removed the catheter. The physician suspect the foreign material was fibrin sheath. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of material adhered to the catheter is confirmed. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The sample was returned in a large test tube and a light yellowish-brown residue was observed on the catheter and within the test tube. This residue was observed to be soft, moist, and odorous and was found to be stuck onto and around the surface of the catheter tubing. While the exact identity and composition of the residue found on the catheter is unknown, the observed characteristics of the residue suggest it is of biological origin; therefore, the material was likely introduced onto the catheter during use in a patient. H3 other text : evaluation findings are in section h.11.